Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg due to its current location. The patient underwent a pocket revision procedure wherein the ipg remains implanted. The patient was doing well postoperatively.